Manufacturer narrative:
. E3: occupation: rt/rcis the actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the following reported information: when they pulled on the angio-seal after setting the anchor, the device pulled straight out of the arteriotomy. The procedure was an abdominal angiogram procedure. The estimated blood loss was less than 250cc. The patient was stable. Additional information was received on 22aug2025: they held pressure and there was no hematoma or other procedures needed. Just some time lost due to holding pressure and patient recovery. A pre-deployment angiogram was performed.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. Since the sample was not available for evaluation, the complaint cannot be confirmed. The exact root cause cannot be determined. The device history record review determined the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).